Event description:
It was reported that the protective cap broke and traveled into the foley, which caused the patient to experience utis. The patient was prescribed antibiotics for the utis.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one dome bag was received with the inlet tubing (rm7600126) and green catheter connector (cm0023). Visual evaluation noted the green catheter connector was disconnected from the inlet tubing on return. This fails to meet specifications per procedure stating, "no more than 1/2" of separation between cm0023 and rm7600126". No cracks, breaks, or fractures were noted in either the catheter connector or the protective cap. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be incorrect solvent application. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile fluid pathway only when tubing cap is secure and drainage clamp is closed. Directions for use: 1. Wash hands. 2. Remove protective cap from drainage tube and connect drainage tube adapter to catheter. 3. Fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. 4. Check that urine is draining into bag. 5. To empty bag: a. Remove outlet tube from housing. B. Release clamp and empty bag. C. When bag is empty, return clamp to closed position and replace tube in housing. Note: if specimen is required, see directions for obtaining urine sample. 6. Wash hands. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." Correction: outcomes attributed to adverse event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the protective cap broke and traveled into the foley, which caused the patient to experience utis. The patient was prescribed antibiotics for the utis.